Event description:
Patient called stating that her cadd-legacy pump (B)(4) is not working (maintenance due date (B)(6) 2017). Patient states that the pump will not prime medication, patient changed batteries, tubing, nothing is clamped and no visible occlusions. Patient has second pump running with no issues, next cartridge change due (B)(6) 2017. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device available to be returned for investigation - pt will return. Did we replace device - yes. Dose or amount: remodulin 50nkm. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2016 to present. (B)(4).